Event description:
On (B)(6) 2014 at the (B)(6) it was reported that when the nurse and perfusionist were close to the connected pls patient, an alarm sounded from the patient monitor (drop of pressure). They noticed that the rotaflow console serial number (B)(4) was off, no lights, nothing, and no alarm. Immediately the perfusionist switched to handcrank within a minute since the monitor alarm. Handcrank was given over to the nurse and perfusionist pushed one time the power-on switch on the front of the rotaflow console and the unit started normally. It looked all fine so the rf32 pump was reconnected to the drive unit and works normally. Perfusionists is 100% sure the power-on switch was off and only one push was enough to start the unit. The perfusionist confirmed haemodynamic values were the same before and after this incident. (B)(4).

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) and the reported symptom could not be reproduced. The device was returned to use. (B)(4)."